Event description:
It was reported that the l-arm on the 9600 system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dowell pin was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.